Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 40mm diameter abdominal aortic aneurysm and embolizing thrombus. The physician started to deploy the endurant stent graft high above the renal arteries. However, it was reported when pulling the device down to the infrarenal position, resistance was experienced and one of the expanded stent rings caught on a ledge of laminated thrombus. The top of the stent graft was infolded to some degree and needed to be dilated. Another manufacturer stent was also implanted. This reportedly resolved the event. Per the physician, the cause of the deployment difficulties was related to the difficult patient anatomy. No additional clinical sequelae were reported and the patient is fine.